Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station displayed a black screen with a blue box requesting a password and was offline in rss. A hard reboot was performed, and cable connections were checked; however, the issue persisted. The rss station remained offline, although the customer confirmed that the station was powered on. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) health center. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station stuck at basic input/output system (bios) password after power cycling, station encountered a blue screen during application testing. A field service engineer (fse) reimaged the station with a new hard drive, but the issue persisted. Further troubleshooting involved removing all in one (aio) unit and reseating all connections at the docking board, after which the aio and original hard drive were reinstalled. Post-repair validation included multiple successful reboots with no recurrence of the issue. The system functioned as intended after the field service engineer repaired the device.